Manufacturer narrative:
The medical center discarded all product at the time of explant. There can be no benchtop analysis to root cause. The manufacturer will file another report should more clinical details, imaging, etc be shared that leads to a root cause. Failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support that was successful for 4 days when explanted. The explant revealed clot burden which prompted the team to perform penumbra thrombectomy to the impella limb. Of note, the patient was off of appropriate anticoagulation for the postoperative time after the bypass surgery (CABG).